Event description:
A director of nursing reported that a dull knife blade was noted during surgery. An alternate knife was obtained in order to continue the procedure. The patient required a suture at the end of the procedure although it was not certain if the suture was needed due to the initial knife's cutting performance. Additional information was received indicating that the surgeon felt that the knife had contributed to the need for a suture at the end of the case. Upon one-day follow up, the patient status was reported as "fine". This is the first of six reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Samples have been received at the manufacturing site and are awaiting investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).